Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps (mbf) instrument wire was damaged. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps (mbf) instrument wire was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mbf instrument was analyzed and reported failure was confirmed. The instrument was found to have a damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The internal wires were exposed. Further investigation found dried residue on the clamping pulleys. The complaint regarding the wire damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed during the procedure.

Event description:
Refer to h10/h11 for follow-up information.